Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that system was fully functional and no fault or failures were found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure, with no patient present. It was reported that the system displayed a "sr manager failure" error message when booting the system. Multiple system reboots were attempted without resolution until a fourth reboot, when the site reported waiting longer prior to attempting additional reboot which resolved the issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of known anomaly determination. Analysis found that this known software anomaly was found to be the cause of the initial complaint. If information is provided in the future, a supplemental report will be issued.